Manufacturer narrative:
The returned proximal segment of the lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to insulation damage in the middle of the third electrode. There was some fibrosis in the subclavian vein, so they used a cook-sheath in conjunction with a rotary handle to successfully remove the lead. The patient was stable with no additional adverse effects. This rv lead was subsequently received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to insulation damage in the middle of the third electrode. There was some fibrosis in the subclavian vein, so they used a cook-sheath in conjunction with a rotary handle to successfully remove the lead. It appears that the lead was retained by the field representative and was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.